Event description:
It was reported that the pt has a history of atypical cochlear anatomy and that underwent contralateral implantation with a cochlear implant from another MFR. It was also reported that no responses are observed with the med-el device and that hearing history prior to contralateral implantation with another MFR device may be unk, as the pt is very difficult to test. In situ measurements are stable and within normal limits. It was recommend for the pt to be seen by the implanting surgeon for diagnostic imaging to be performed.

Manufacturer narrative:
(B)(4). The device has not been explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
(B)(4). Additional information: reportedly the in-situ measurements are within normal limits; however the hearing performance is affected. The available limited amount of information received does not allow determination of the root cause for the reported lack of hearing. The patient will be seen in a few months.

Event description:
It was reported that the patient has a history of atypical cochlear anatomy and underwent contralateral implantation with a cochlear implant from another manufacturer. It was also reported that no responses are observed with the med-el device and that hearing history prior to contralateral implantation may be unknown as the patient is very difficult to test. There is no report of trauma or accident. The clinic is continuing to monitor the patient.